Manufacturer narrative:
Evaluated one opened/used soft- sensor was inspected and performed the sensor initialization test. Connected the sensor to the transmitter, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer removed the sensor and stated that the cannula was bent in half, not broken.

Event description:
Customer reported via phone call that there is a lost sensor. The blood glucose reading is 236 mg/dl. Customer states that when they removed the sensor, the cannula had broken.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.